Event description:
It was reported that the 9600 system rebooted during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.